Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication at unknown dose /concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. The hcp reported that the patient was going to have an magnetic resonance imaging (MRI) and stated per patient, pump was malfunctioning and last friday the pump was unable to be interrogated successfully so they thought it was broken. The hcp was asking if conditions would change for the MRI. Agent stated conditions remain the same, however it was important the patient follow up with pump managing physician post-MRI. The hcp had no further information about how pump was malfunctioning.